Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation cannot be performed. Duodenal ulcers are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced a duodenal ulcer. Duodopa therapy was suspended and the patient was switched to oral therapy. The patient remained hospitalized for three weeks. During the hospitalization the peg-j system was removed and a new unknown peg was placed to hold the stoma. There is no additional information available.